Event description:
This ICD was explanted due to oversensing.

Event description:
This ICD was explanted due to oversensing.

Manufacturer narrative:
(B) (4). The analysis on this device is pending. (B) (4). Note: the analysis states that review of the programmer data showed that two shocks were delivered during the time of oversensing. (B) (4).

Manufacturer narrative:
The analysis on this device is pending.